Manufacturer narrative:
The customer has advised physio-control that no further details about the patient are available. The customer did provide a printout of the patient event record from the event which shows that the patient's impedance was zero (0) at the time that medical personnel attempted to deliver the first shock to the patient.  Additionally, it shows that the patient's rhythm was atrial fibrillation before the shock and it was still atrial fibrillation after the shock attempt. Based on this information, it's reasonable to conclude that the device did not likely deliver the shock to the patient because there was no change in the patient's rhythm. Per the provided printout of the patient event, medical personnel were able to successfully deliver a 200 joule shock to the patient shortly thereafter which changed the patient's rhythm from atrial fibrillation to a normal sinus rhythm. The device was not returned to physio-control for evaluation.  The customer did advise that there have been no further issues with this device. The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control  continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device did not respond and deliver defibrillation energy to a patient when they pressed the device shock button during a synchronized cardioversion procedure. There was patient use associated with this event and the outcome is unknown. The customer has not provided any further information about the patient or the event.